Event description:
Since being on CPAP have developed s&s of asthma. Put on inhalers by pcp. On (B)(6) 2021 had acute respiratory incident. Unable to take deep breaths and failure of inhalers to relieve s&s. Taken to e.r. By wife as unable to drive. Treated w/ o2 and inhalation steroids. Symptoms resolved during e.r. Stay. Given a particulate matter filter by respiratory therapist to use w/ my CPAP. Symptoms have decreased dramatically with use of filter continuous use of inhalers. Inhalers infrequently used prior to this incident. Both of my CPAP's are on the recall list. No word from philips or dr. (B)(6) on when replacement device will be sent or if they can be retrofitted with new internal parts. Philips has no phone number for consumer to use to speak to a human about device replacement. Also no help from CPAP prescriber about parts and replacement. I can't sleep without the device and I am very angry that I am forced to breath contaminated particulate matter that is potentially carcinogenic. I never had asthma symptoms in my life prior to being initiated on a CPAP machine. FDA safety report ID# (B)(4).